Event description:
It was reported that during a cytoscopy with stone extraction procedure, closure difficulties were encountered. The stone was located the urethra. The physician noted that the 3.0mm x 4mm basket zero tip knot was unable to close enough to advance through an unspecified endoscope. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine".